Event description:
The user facility reported that a diagnostic cycle was initiated and did not complete. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the water supply was turned off and the 90 degree factory crimp separated at the water supply connection. The technician installed a straight barb fitting, slipped the hose over the barb and secured with a worm clamp. The technician ran a test cycle and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).